Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation along with increased baseline pain starting a couple of days prior in (B)(6) 2010. There was no known related accident or incident. The recharger indicated the ins was fully charged. Follow-up indicated that the pt under went system replacement. Further information is being requested at this time.